Event description:
The reporter stated an eyeonics lens became stuck in the injector/foam tip plunger while being inserted. The lens was inserted and removed with no pt injury. Another same type lens was implanted. The reporter stated, it was the surgeon's opinion that the likely cause of the iol damage was due to the foam tip plunger.